Event description:
The customer reported that the heartstart xl failed to discharge during use. There is no indication of negative patient impact as a second defibrillator was used to complete the procedure.

Manufacturer narrative:
Pr#: (B)(4).